Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded non-sustained ventricular tachycardia (nsv) events and noise. It was suspected that the noise was myopotential. This ICD also recorded high pacing impedance measurement, measuring greater than 2200 ohms in the right ventricular channel. The plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in-service.